Event description:
It was reported, the power seal had an incomplete seal cycle error that occurred continuously. The issue occurred during a therapeutic gastrectomy procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide updated fields and the result of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed due to impedance problem with the jaw electrodes. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the power seal had an incomplete seal cycle error that occurred continuously. The issue occurred during a therapeutic gastrectomy procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.